Event description:
It was reported that the unit would not pump water. Eval found that the power cord had been damaged and ground wire was partially exposed. No pt involvement or adverse consequences were reported.